Event description:
The customer reported that "in neonatal department, it was found 6 20mm burns on a baby's foot, the burned place is where the spo2 was being monitored."

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.